Manufacturer narrative:
(B)(4). (B)(6) 2015 information asked for but unknown or not provided during initial contact. Information not available, device not returned for analysis should the information be provided later, a supplemental medwatch will be sent.

Event description:
It was reported that during an open cholecystectomy procedure, the clip applier was placed over vessel. When fired no clip was deployed and the vessel was transected. Open case, bleeding was brought under control and the case was completed. There were no adverse consequences for the patient.